Manufacturer narrative:
The referenced gi bleed was reported under MFR report #2916596-2015-01223. Device unique identifier (UDI)# (B)(4). Approximate age of device - 3 months. A correlation between the device and the reported gi bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was hospitalized on (B)(6) 2015 due to dark stools. The patient reported darker stool 9 days prior. One stool revealed positive occult blood. Unspecified changes to the patient's medication regimen were made and the patient underwent an esophagogastroduodenoscopy. On (B)(6) 2015, the patient experienced bleeding from an unknown site. The patient was transfused with one unit of packed red blood cells. The patient's bleeding reportedly resolved on (B)(6) 2015.